Event description:
Event description guidant received information that this implantable cardioverter defibrillator exhibited unreproducible noise on the defibrillation lead which caused pacing inhibition in this pacemaker dependent patient.